Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was prematurely depleted in the box, prior to use. The devicce was returned for analysis.